Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(Date of event) was correct in the initial report ((B)(6) 2017), but was incorrect in the follow-up-001 ((B)(6) 2017). This follow-up report is to correct the (date of event) field for f/u-001 from (B)(6) 2017.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the unit was able to power on, however, one led segment on the upper led digits display does not illuminate. The system board led segment display at d2 was found to have a faulty segment. The d2 system board was replaced and the unit functioned as designed.

Event description:
It was reported that "display segment missing from display, could make reading appear inaccurate. Staff complained that unit read lower than it should". Additional information received from the customer; per the customer, missing segment was the issue and not inaccurate readings. No known impact or consequence to patient.